Manufacturer narrative:
Additional information: a medtronic representative reported that image acquisitions performed following the reported issue were more lateral as the medtronic imaging system was not used for image acquisitions.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that there were two open pins on the cable and that the cable passed continuity, gbit and visual inspection.

Manufacturer narrative:
(B)(6). On 7/5/2017 a medtronic representative went to the site to test the equipment. The representative reported that the imaging system boots in stand alone mode and was unable to log into image acquisition system (ias) remotely from viewing system. Rep found a broken wire on lemo end of umbilical and the hand switch was splitting at the seam. Umbilical cable and hand switch were replaced. A system checkout was performed after replacing the parts. System passed all tests and is working normally. The suspect umbilical cable has been not received by manufacturer for evaluation. The replaced hand switch is unrelated to the reported issue.

Event description:
A medtronic representative reported that during a spinal fusion procedure the image acquisition system (ias) of the imaging system displayed a waiting for the mobile view station (mvs) to connect message when in 2d mode. Representative rebooted the system several times and manipulated the cable to gain connection but the issue was not resolved. The imaging system was around the patient at the time and the system was removed from the operating room. The surgery was completed without the use of navigation and imaging. There was a delay of less than 1 hour. No impact on patient outcome.